Event description:
It was reported the pt had surgery for pectus excavatum in 2008, where a pectus support bar and lactosorb pectus stabilizer were implanted. In 2009, the pt was readmitted for malposition of the pectus bar. Surgery with reposition of upper pectus bar, thoracic placement of second pectus bar, it was discovered the right lateral stabilizer was broken and the left lateral stabilizer was twisted, distorted, these stabilizers were removed.

Manufacturer narrative:
It was reported the dr mentioned a friend of the pt gave him a "bear hug" and the pt felt something. We are unable to confirm this event. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.